Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6)2025, that on (B)(6)2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6)2024. Date of event is an approximation. On (B)(6)2024, it was reported that the patient experienced a skin reaction with redness, and infection, underneath sensor pod area only, which occurred 1 day after the sensor had been inserted in the arm. The reaction was treated with a prescription of an unspecified oral antibiotic for 5 days, 4 tablets a day. At the time of the report the patient was stable. No additional event or patient information is available.